Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the preparation as per the attached document, a 5fr inner catheter from another company was used, approached via radial access using a dilator. While passing through the puncture site, there was some resistance, but insertion continued. However, when manipulating the inner catheter near the brachial artery, strong resistance was encountered. An attempt was made to remove the inner catheter, but it could not be withdrawn. Upon removing the entire system and visually inspecting it, the distal 5cm section was found to be in an accordion state, with elongation observed. No patient symptoms were reported. Additional information receoved reported due to a defect during the approach, the lesion is unknown, but it is an approach case to the external carotid artery. Vessel tortuosity was normal. The resistance was strong, so either it was due to kink, or there was an abnormality in the interior coating. As an alternative, a fubuki 4fr guiding sheath was used to complete the procedure.